Manufacturer narrative:
Only the date of the procedure was provided. Review of the vessel sealer extend logs found that it was installed twice (once on usm 3 and once on usm 1) and completed homing twice. There were two cut events, one per install. The e100 generator logs show 2 seal events, neither of which resulted in errors. There were no errors in the logs related to the usage of this instrument. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died a few days after a pulmonary lobectomy. The cause of death and the events that led to the death are not provided. A vessel issue is alluded to as a potential issue but no further explanation or details are provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that a patient passed away a few days after undergoing a da vinci-assisted lobectomy procedure, which was completed robotically. In a conversation with several intuitive representatives, a physician recalled a patient death from (B)(6) 2023 involving a vessel sealer extend (vse) instrument. The physician stated there was likely no malfunction of the vse instrument but could not recall the details of the procedure. He provided the date of the procedure and stated he would review his records for additional details. Multiple requests were made to the surgeon for further details; however, no additional details were provided.